Event description:
The patient was undergoing a coil embolization procedure for a ruptured aneurysm using penumbra coil 400. The physician advanced the penumbra coil 400 and began retracting it because an incorrect size coil was selected. While attempting to resheath the penumbra coil 400, the physician had difficulty inserting it into its sheath. The physician believed it was most likely damaged and disposed of the penumbra coil 400 instead of resheathing. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital discarded the device.